Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced electrical fault alarms. There was no reported patient injury as a result of this event. The driveline cable was not returned to the manufacturer for evaluation as it remained implanted; however, on-site inspection by the manufacturer's representative revealed no damage, no recessed pins, and no contamination. The controller, (B)(4), was returned to the manufacturer for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms due to system rear not connected. The returned controller passed visual inspection but failed functional testing as it would power up to a continuous electrical fault alarm. Further evaluation of the internal components revealed everything was in working order. Upon reassembling the controller and retesting it, the controller passed functional testing. Although, the electrical continuity seemed okay during internal visual inspection, it is possible that disconnecting and reconnecting the components may have permanently reestablished any intermittent connections within the controller. The root cause for the reported "electrical fault alarm" cannot be conclusively determined; however, a possible root cause may have been the result of temporary open circuit possibly due to intermittent electrical connections. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00461 and 3007042319-2016-00462) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the controller had electrical fault alarms. Preliminary log file analysis indicated that two electrical fault alarms were logged on (B)(6) 2014. In addition, a controller power up with associated motor start was logged on (B)(6) 2014, three days prior to reported event. Additional information received indicated that the patient reported to have accidentally disconnected both batteries at the same time. The patient was retrained regarding proper management of power sources. A representative of the manufacturer traveled to site to troubleshoot and assess the device. The representative inspected the driveline cable and driveline connector. The inspection revealed no damage to either component, no recessed pins, or contamination. The electrical faults were not reproducible. As a result, no service was required. The controller had been replaced by the hospital staff at the time of the electrical faults. The original, primary controller was returned for evaluation. The pump driveline was not returned for analysis as it remains implanted in the patient. There was no reported patient injury as a result of this event.